Manufacturer narrative:
Method code(s): 4111. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the deep middle cheek fat with 1 ml of juvéderm® voluma¿ with lidocaine. Twenty days later, the patient experienced ¿2 granulomas¿ on each cheek. Biopsy of the granuloma was not provided. The patient was treated with hyaluronidase, prednisone, and ciprofloxacin. The event is ongoing.